Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from june 8, 2020 to june 9, 2020. H10: ten (10) devices were received for evaluation. A visual inspection was performed on all the returned samples, and it was noted that white particulate matter inside the fill port interior wall was observed in one sample only. The reported condition was verified in one sample and not verified in nine samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in ten (10) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The event occurred on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.